Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 59-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of coronary artery disease (cad). The rn contacted us after a pump stop was observed. The pump was successfully restarted prior to the call. At that time, purge pressure (pp) and purge flow (pf) were within normal limits, and the mean motor current (mc) was approximately 900. Further discussion revealed that impella flows had increased, with max/min flows of 4.3/4.2 l/min and a mean of 4.3 l/min. The lv waveform had changed to 186/94, and placement signal (ps) was reading 92/58/72. Approximately one hour later, the rn reported a second pump stop, after which the pump was unable to restart. The reported events include pump stop, pump flow issue, medical device removal, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details. The cause of the pump stop issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the high or saturated pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.